Manufacturer narrative:
A device history record was performed to review and confirm the sterility of the ipg and lead site(s). Based on the documents reviewed, the source of the infection remains unknown.

Event description:
Additional information was received that the patient's system was explanted.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer report number: 1627487-2023-02294, 1627487-2023-02292. It was reported that the patient experienced an infection at the ipg and lead sites due to poor wound healing. The patient was prescribed antibiotics and is being monitored by a physician, follow up indicated the wounds are healing.